Event description:
An unruptured mca aneurysm was embolized with 3 cordis platinum framing coils and 5 microvention hes coils. No procedural complications reported. Patient presented with seizure 2 days post-procedure. Mr showed edema in right hemisphere. Patient treated with steroids and symptoms resolved.